Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was an error code displayed and the self-test failed. As a result the main printed circuit board (pcb) was replaced. Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. Additional analysis showed that all circuitry was working as expected. The error log showed 8 entries of the displayed error code. Conclusion: the reported event was confirmed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that when the external pulse generator (epg) was activated it immediately displayed an error for self-test failure. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.